Manufacturer narrative:
Failure could not be duplicated.

Event description:
It was reported by service report that the bed would go up and down on its own. No pt involvement or adverse consequences are reported.